Event description:
It was reported that an intraocular lens (iol) approved for placement in the patient's posterior chamber was implanted, as the primary procedure, in the patient's anterior chamber. Date of surgery and iol serial number are unknown. Post operatively, the patient experienced pain and swelling, and consulted a second physician. This surgeon exchanged the posterior chamber lens with an anterior chamber lens.

Manufacturer narrative:
The iol has not been received for analysis. Our investigation reasonably suggests this event was not manufacturing related. This lens is intended to be placed in the patient's capsular bag. Device not received for analysis